Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were always not responding . Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had no delivery alarm. Customer stated that the screen was scratched and difficult to read. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No missing segment/partial display anomaly noted. Device had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify low battery, no delivery alarms or rewind anomaly due to unresponsive button. Device had broken battery tube threads, cracked reservoir tube lip. (B)(4).